Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-04001 / 04002).

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately six years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical products - m2a magnum cup catalog#: us157854 lot#: 499280, taperloc stem catalog#: 15-103206 lot#: 871490, m2a magnum taper adapter catalog#: 139256 lot#: 466890. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately six years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported in medical records received that patient underwent a right hip revision procedure approximately 6 years post-implantation due to a failed implant. During the procedure, the patient underwent an abductor repair. The femoral head and taper adapter were removed and replaced. Patient is experiencing ongoing pain with nerve damage related to the revision procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06374